Event description:
It is reported that the patient experienced pain. It is also reported that the patient has been advised that the tibial component "collapsed" and needs to be revised. No revision date has been set.

Manufacturer narrative:
The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.